Event description:
During the af procedure, air aspirated from the valve. This occurred after transseptal puncture was performed and the sheath was in the left atrium. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.